Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that upon inserting the hd grid catheter into the sheath, slow drip of blood leak occurred form the valve of the sheath. No air was seen in the sheath nor in the patient. There was no damage to the luer. Starter guidewire and faradrive dilator had been inside the sheath prior to, and or at the time, the leak was observed. A pump was used for irrigation. The procedure was completed successfully using different faradrive sheath. No patient complications occurred. The product is not expected to return as discarded in the facility.